Event description:
It was reported that during testing conducted at the manufacturer facility the castvac w/8 foot hose and mobile stand was found to have exposed wires. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have a cut cord with the inner wires exposed. The device was repaired and returned to the user facility.